Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video telescope experienced lens broke/cracked. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken objective lens, dented outer tube- outer tube/ cracked lenses, and no image based on the results of the investigation a definitive root cause could not be identified for the customer allegation and the new reportable findings, just no image was identified to be caused by a cracked lens. . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.